Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. The patient¿s pd culture yielded growth of pseudomonas which is an organism that is widely found in the environment and staphylococcus which is bacteria found on human skin. Based on the reported information, the exact cause of the peritonitis cannot be determined. However, the event may have been related to a breach in aseptic technique, as reported by the patient¿s pd nurse.

Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported receiving a manual fill of 2000ml of medication solution for an infection during a call to customer support for operational assistance with bypassing into dwell 1. There were no reported cycler malfunctions or product issues associated with the infection. In additional follow-up, the patient¿s pd nurse stated the symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture grew the bacteria pseudomonas aeruginosa, and coagulase negative staphylococcus. The patient was diagnosed with peritonitis and treated with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The nurse was not able to identify the exact cause of the peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. It was stated the peritonitis may have been related to a breach in aseptic technique. The pd nurse stated the patient is recovering from the event and continues pd treatment with the same cycler without any adverse effects.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported receiving a manual fill of 2000ml of medication solution for an infection during a call to customer support for operational assistance with bypassing into dwell 1. There were no reported cycler malfunctions or product issues associated with the infection. In additional follow-up, the patient¿s pd nurse stated the symptoms of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture grew the bacteria pseudomonas aeruginosa, and coagulase negative staphylococcus. The patient was diagnosed with peritonitis and treated with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The nurse was not able to identify the exact cause of the peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. It was stated the peritonitis may have been related to a breach in aseptic technique. The pd nurse stated the patient is recovering from the event and continues pd treatment with the same cycler without any adverse effects.